Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the event of peritonitis. There is no documentation that shows a causal relationship between the liberty cycler and cycler set and the event of peritonitis. There is no allegation against any fresenius products. Although a causal relationship cannot be determined, a temporal association between the liberty cycler and cycler set and the peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
Peritoneal dialysis patient reported a drain complication during peritoneal dialysis treatment on (B)(6) 2017 due to observable fibrin in the patient drain line. During follow up with the patient¿s peritoneal dialysis nurse, it was indicated that the patient experience abdominal pain and a effluent culture was performed which indicated a growth of organism citrobacter freundii. Patient was treated with ceftazidime for 28 days. Patient also applies mupirocin topically on the pd catheter. The etiology of the citrobacter freundii infection is unknown.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported drain complications with fibrin in his patient line. During follow up the patient's nurse reported the patient was diagnosed with peritonitis (B)(6) 2017. During additional follow up the nurse reported the patient was treated with antibiotic ceftazadime for a 28 day course. The culture results came back positive for citrobacter frenudii. Per the nurse, the patient does not have a past history of peritonitis, and they're still trying to figure out the source of the infection. The patient applies mupirocin cream daily to the catheter site. The patient was not hospitalized, but did experience abdominal pain.